Event description:
Reported via patient call center it was reported to the watchman patient call center that a patient experienced multiple strokes. A left atrial appendage (laa) closure procedure was performed, and a 27 mm watchman laa closure device was implanted on (B)(6) 2022. The patient reported that since having the watchman placed in 2022 that they have had two (2) mild strokes. During one stroke the patient experienced double vision, and then the second stroke affected peripheral vision. The patient also reported having two (2) other strokes in the cerebellum. No further information was provided. A good faith effort was made to the implant clinic. The nurse practitioner stated that the patient had not been seen in their clinic since 2023. The nurse reported that they were made aware of the cerebral vascular accidents (cva) that patient was reporting, however the patient had moved to another state and was no longer being seen at their clinic therefore no additional information or imaging was available.

Manufacturer narrative:
B3: date of event: aware date was used as event date as actual event date was not known.